Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue arm switch pedal not always working .the footrest was replaced to correct reported problem. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. The failure analysis investigations could not replicate the customer reported complaint arm swap pedal was not working. However, the error/fault was confirmed via error logs/system logs. During in house testing when reviewing the logs, there were several errors 31073 which means: the foot tray's position sensors have not been seen as unblocked for a suitable period of time. The footrest was installed and tested the printed circuit assembly (pca) system without any issues. Test with the pedals to instrument swap and monopolar and bipolar they work good, all the button on foot switch was working normally and 10 power cycle was performed without any issues. Visual inspection shows dirty and white marks on the camera foot pedal. The instrument was sent to OEM to repair the intermittent arm swap issue. A log review confirmed the esophagectomy transthoracic procedure on (B)(6) 2022 on system sk1536. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a surgeon side console (ssc1) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure with a second surgeon side console (ssc2). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the clinical territory associate (cta) contacted the technical support engineer (tse) to report that the arm swap pedal was not working. The cta stated that when the surgeon presses the pedal, nothing was happening. The tse viewed system logs with no errors noted. The tse suggested to give all instruments over to the other console and test the arm swap feature. The cta had the surgeon perform this and the arm swap was working on the other console. The cta stated that the surgeon was now working at the good console but would like the console looked at by the field engineer. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the reporter was present during the procedure . The system functionality checked upon powering the system prior to start of procedure and no issues was noted. The issue happened during the procedure . After the start of the procedure after some time the arm swap pedal was not working. The procedure was completed using the second console. The procedure delay was less than 15 mins. The issue happened during esophagectomy transthoracic - chest anastomosis procedure on (B)(6) 2022 .